Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2015-04878 / 04878.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: date of event - ni, brand name ¿ ni, device code - ni, device info - ni, date implanted - ni, date explanted - ni, initial reporter - ni, PMA/510(k) number ¿ ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Remains implanted.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty. Patient's legal counsel further reports a revision procedure has been indicated due to an unknown reason. However, no revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.